Event description:
The customer alleged that her breeze meter was not reading accurately, but she did not provide any actual readings. The customer was not feeling well, so she went to the hospital. The customer's glucose was tested using the hospital meter and the reading was 600mg/dl. The customer was treated with insulin. The customer's meter is to be returned for evaluation. A new breeze2 meter kit was sent to the customer.